Event description:
Additional information was received from the consumer indicated that she was having difficulty finding a healthcare provider (hcp) to manager her pump due to the pump never being pocketed during the implant procedure. It was noted that the hcp had a lot of trouble reading the pump. The caller stated that during a refill appointment on (B)(6) 2018 they tried to guess where the pump port was and the needle broke and some of the medication came out; the hcp no longer wanted to fill her pump. It was reported that in (B)(6) 2019 the patient went through withdrawal; the pump was filled on2017-feb-07. The caller stated that she was due for a refill on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump had been alarming a non-critical alarm for "the past couple of weeks" relative to (B)(6) 2019 and switched to the critical alarm "over the weekend." The caller had not interrogated the pump at the time of the call to confirm, but the hcp thought the alarm was for an empty pump. The patient started experiencing withdrawal symptoms when the alarm switched to critical. The patient's pump was going to be filled with the same drug. Considerations were reviewed with the caller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was interrogated to confirm an empty pump. It was reported that the cause of the empty pump was due to the patient missing a refill appointment. No further complications have been reported.